Event description:
The customer called technical support (ts) and reported that the device will not go into standby mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is reporting the unit will only stay in standby for a few seconds. The rse advised the customer to complete the v60 pneumatics performance testing to confirm the air flows are within specifications. Advised customer the recommended repair is to replace the flow sensor assembly. Provided the customer with the part number for the v60 flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.